Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 11/03/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 154 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that she did not remember how long ago it was but her husband had previously called the paramedics because she had been unconscious; customer stated she had felt tired and was on the couch at the time. The paramedics came and performed a blood glucose test on the customer using their meter; customer did not remember the result obtained but believed it was 46 mg/dl fasting. The customer was not transported to the hospital; the paramedics had given her a peanut butter sandwich and some juice with sugar in it. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 160 mg/dl and 162 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer believes the meter is reading to high due to her normal range being 80-110 mg/dl fasting. Customer states her meter read 154 mg/dl fasting and that it is too high.